Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had a blood glucose (bg) of 30mg/dl with weakness in legs and they are unable to stand. They stated that the patient had unsteadiness when standing and/or walking. The patient did not receive any treatment above and beyond the usual routine of diabetes treatment. The basal settings are correct. It was discovered that the boluses were not correctly recorded per user as there were extra bolus records. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: pump boots to the verify screen with audible and vibratory features; the display screen was observed to have a pinkish contrast. The pump was exercised for 24 hr duration test; no 0.00u boluses were recorded in pump history. No hypersensitive keys were observed on the keypad. The total daily dose adds up correctly and reflects the users programmed basal rate. Alarm history shows typical usage alarms. Pump passed a delivery accuracy test successfully. The suspend history shows the pump was manually suspended from (B)(6) 2014 10:47 to (B)(6) 2014 12:53. On (B)(6) 2014 06:40 a replace cartridge alarm was recorded; deliveries resumed when pump was primed at 07:09. #4. On (B)(6) 2014 19:49 a replace cartridge alarm was recorded; deliveries resumed when pump was primed at 20:09. Unable to duplicate the reported complaint. Battery cap was not returned; test cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.